Event description:
It was reported that during implant surgery, there was a failure with the new lead and a different lead had to be implanted. No further info is currently available. Attempts for further info and product return have been unsuccessful to date.